Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of over 500 mg/dl at the time of hospitalization. The customer was treated with insulin pump in the hospital. Customer stated insulin pump alleging possible under delivery because of got lot of insulin flow block alerts. Customer stated they was in emergency room and intensive care unit. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer performed self-test and it was passed. Customer declined to check settings. The insulin pump will not be returned for analysis.